Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ping meter displayed an error 1 message. The complaint was classified based on the customer service representative (csr) documentation. The medical surveillance specialist requested customer services follow-up with the patient to obtain additional information, however the patient could not be reached. The patient stated that the issue began on (B)(6) 2015 sometime in the morning when she attempted to test her blood glucose using the subject device. The patient manages her diabetes using an insulin pump and reported continuing with her usual dose including sliding scale after the alleged issue began. The patient reported experiencing symptoms of shaky, weak, can't stand, light headed, vision issues, speaking issues, confusion approximately 4-6 hours after the alleged meter issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr determined that it was not the first time the product was being used. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe injury after the alleged meter issue began.